Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet leaked during the manufacturing process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.